Manufacturer narrative:
Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 542 mg/dl last night which was treated with bolus using insulin pump. Customer did not allege the insulin pump of under delivery. Auto mode feature of the insulin pump was active. Insulin pump will not be returned for analysis.